Manufacturer narrative:
Patient information is not available for reporting. (B)(4) lot number unknown. Device broke intra-operatively and was not fully implanted or explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the initial surgery on (B)(6) 2016 the screw heads broke while trying to remove the screws from the bone and it have been left in the patient skull and new screws were added to fix the plate. No harm to the patient reported. There was 10 minutes surgical delay due to the reported event. Surgery was completed successfully with no other medical intervention required. Patient status post-surgery reported as okay. This is report 2 of 2 for (B)(4).